Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The visual inspection of the returned power logic board showed a damaged solder joint on dr3 inductor. There was evidence of a thermal event occurring. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed.

Event description:
A user facility biomedical technician (bmt) reported to technical support that a 2008t machine experienced out of box failure - power logic board. Biomedical technician mentioned that power logic board to resolve the reported issue. The machine has been returned to service. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Additional information: b5 correction: MDR fu1 h2 no changes were made to the device evaluation.

Event description:
A user facility biomedical technician (bmt) reported to technical support that a 2008t machine experienced out of box failure - power logic board. Biomedical technician mentioned that power logic board was replaced to resolve the reported issue. The machine has been returned to service. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The visual inspection of the returned power logic board showed a damaged solder joint on dr3 inductor. There was evidence of a thermal event occurring. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed.

Event description:
A user facility biomedical technician (bmt) reported to technical support that a 2008t machine experienced out of box failure - power logic board. Biomedical technician mentioned that power logic board to resolve the reported issue. The machine has been returned to service. There was no patient involvement associated with the reported event.